Manufacturer narrative:
Lot number is not available, therefore device history could not be reviewed and manufacturing date not determined. Details of the event are not available and it is unknown if or what other materials may have been used during the procedure. Patient sensitivity to device materials must always be considered prior to implantation. The cause of this event cannot be determined from the info available. A follow up report may be forwarded if additional relevant info becomes available.

Event description:
Surgeon reported patient experienced a post op reaction. This is one of three similar events reported by the same surgeon involving similar products. The actual part number involved is unknown. The part number referenced is for reporting purposes only. No additional info has been obtained to this date. This device is used for treatment.